Event description:
The customer observed a falsely elevated architect total psa result for one patient. The following data was provided: on (B)(6) 2021 result = 2.95 ng/ml, on (B)(6) 2021 result = 3.75 ng/ml, on (B)(6) 2021 result = 5.93 ng/ml. The patient had testing also performed at 3 other laboratories which use roche instrumentation and generated results of 0.3. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely elevated architect total psa results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 29131fn00 and the complaint issue. The overall performance of architect total psa was reviewed using field data from customers worldwide. The median patient population result for lot 29131fn00 falls within 1sd of the established baseline, indicating the reagent lot is performing acceptably on market, and confirms no systemic issue for the lot. Labeling was reviewed and found to be adequate. Per product labeling, the concentration of total psa in a given specimen, determined with assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the total psa assay used. Values obtained with different assay methods, including abbott psa assays, cannot be used interchangeably. If, in the course of monitoring a patient, the assay method used for determining total psa levels serially is changed, additional sequential testing should be carried out. Prior to changing assays, the laboratory must confirm baseline values for patients being serially monitored. Based on our investigation, no systemic issue or deficiency with the architect total psa for lot 29131fn00 was identified. Updated section g1 for updated contact information.

Event description:
The customer observed a falsely elevated architect total psa result for one patient. The following data was provided: (B)(6) 2021 result = 2.95 ng/ml. (B)(6) 2021 result = 3.75 ng/ml. (B)(6) 2021 result = 5.93 ng/ml. The patient had testing also performed at 3 other laboratories which use roche instrumentation and generated results of 0.3. No impact to patient management was reported